Event description:
It was reported that the system 9800 had poor image quality with distortion. Attempts to reinitialize were unsuccessful and a replacement unit was used to finish the procedure. No adverse patient involvement was reported and no patient information was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. Performed single board computer upgrade including sbc, and backplane circuit, image processor, and generator interface boards and system interconnect cable. The system was aligned and tested and found to be working as intended and placed back into service.